Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown. Investigation summary: a complaint history check was performed and this is the 1st related complaint reported for the defect/condition on lot number 9269177. Customer returned photos of 3/10cc bd safetyglide insulin syringes with a blister pack from lot # 9269177. Customer states that there is a gap before the line starts on the syringe. The photos were examined and one syringe appeared to exhibit a gap in the scale markings between the barrel tip and the first scale marking. Manufacturing ((B)(4)) will be notified of this issue. A review of the device history record was completed for batch# 9269177. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200850694, 200850726] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: blank barrels are transferred from totes to a bulk hopper, the hopper then meters them into the vibratory feeder which orients and transfers the barrels single file into the first inline feeder. The first inline feeder rail transfers to the inspection dial where short molding defects are rejected. After the inspection dial, the barrels are transferred to the second inline feeder and transitions through the corona treater terminating at the inhibit gate. At cycle start, the inhibit gate opens, introducing barrels to printer infeed dial on through the flange guide which aligns the flanges for proper registration and into the print carousel where ink images are applied. From the print carousel, the barrels are transitioned to the transfer dial and into the curing oven. The cured product exits the oven chute for transfer to the next operation. Root cause for the blank barrels was not enough ink coming out of the ink nozzle.

Event description:
It was reported that prior to use it was discovered there were scale marking issues with a 3/10 ml bd safetyglide¿ insulin syringe with attached needle. The following information was provided by the initial reporter: the marking on the bottom has a gap before the lines start which would give the patient more than what is ordered.